Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that caller stated patient presented to emergency room altered (unrelated to device). Tss reviewed likelihood that ins is past normal eos given implant date. At that time, caller stated that family reported ins is no longer working and used the word "damaged". Caller had no further information about this. Additional information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller indicated that the patient claimed that the implanted device is not working. The caller indicated that they mentioned when the device died they did not want to go through the process to replace the implant. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information.